Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing blurred vision, halos and brightness. He reported his surgeon prescribed him eyeglasses, but he has yet to get it filled. He reported a yag capsulotomy was done but there was no improvement. His surgeon told him his eye is healthy with 20/20 vision, but he is not satisfied with his outcome. He stated he is going for a second opinion and may get the prescription for glasses filled, but he does not anticipate any improvement with the glasses. In a f/u, the surgical coordinator reported the events continue. She reported yag capsulotomy was done due to posterior capsule opacification (pco). In the surgeon's opinion, it is unk if the device caused/contributed to the event. In a f/u, the consumer reported the events continue and his vision is getting worse. He stated he now has night vision disturbances and is currently using eye drops prescribed by a specialist. He reported he did not get his prescriptions for glasses filled and he is scheduled to see another doctor for a second opinion.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012, by fax and mail. A completed questionnaire was received on (B)(4) 2012. Add'l info was received from the consumer on (B)(4) 2012 by phone. (B)(4).